Event description:
On (B)(6) 2012 the reporter contacted animas alleging that over the past month the up arrow button began to respond only intermittently when pressed. Now, reporter states it doesn't work at all. Additionally, intermittent response of the down arrow and ok button is alleged. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): pump returned with peeling keypad by the "contrast","ok" and "up" arrow keys. The "down" and "ok" keys have intermittent response, while the "contrast" and "up" keys are inoperable. The keypad was removed to investigate and evidence of keypad contamination was located under the "contrast","up","down" and "ok" contact buttons. Unable to complete testing due to contamination.